Event description:
The account alleged that the foot brake pedal does go into brake mode and it appears the brakes are set however the foot end brake casters do not hold. No pt impact.

Manufacturer narrative:
The account found the cause to be a broken brake pedal linkage. The account installed a brake steer upgrade kit to resolve the issue.